Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and the pebax was found damage allowing reddish-brown material inside, metal was observed exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab foreign material inside the pebax sleeve with external damage. It was initially reported that after conducting ablation for pulmonary vein isolation (pvi), the contact force suddenly displayed high. There were no errors or thrombus. The catheter cable was changed without resolution. The issue was resolved by replacing the catheter with another one. No patient consequence was reported. The issue of high contact force is not MDR reportable since the issue of high contact force is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. On 3/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified, ¿the clear pebax sleeve was damaged in two places allowing reddish-brown material inside sleeve. Slightly bent with metal exposed.¿ these findings have been assessed as MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 03/30/2019 and have reassessed this complaint as reportable.